Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during a sigma procedure, the device cut but did not staple. The anastomosis was performed with a second device to complete the case. There was no pt consequence.